Event description:
It was reported that the patient presented in-hospital after receiving a patient notifier. High impedance was found. Lead fracture suspected. Possibly due to a car accident. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received analysis found both rv cable conductors damaged at 3.1cm from the df-1 rv connector pin, consistent with fatigue fracture.